Event description:
It was reported that the pt's generator replacement surgery scheduled for (B)(6) 2012 due to the battery nearing end of service was cancelled due to chemotherapy treatment. However, the type of cancer is not known, in addition to the relationship of the cancer to vns is unk. Attempts for add'l info have been unsuccessful to date, and the surgery has not been rescheduled to date.